Event description:
It was reported that during a da vinci s myomectomy procedure, while repair of the uterus after fibroid dissection, the cadiere forceps instrument rubbed against another cadiere forceps instrument causing fragments from the instrument shaft to fall into the surgical site. Fragments where removed and the damaged instrument was taken out of service. The instrument was in use approx 20 minutes when the event occurred. The procedure was completed using a replacement instrument of the same type. The incident lengthened the procedure an undetermined amount of time. No additional pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cadiere forceps instrument was not returned for eval. The root cause of the customer reported failure mode cannot be determined. If additional info becomes available, a follow-up MDR will be submitted.